Manufacturer narrative:
It was reported that "the rear wheel fell off when she sat down on it, customer stated she leaned back to rest on the backrest and both rear wheels came off". It was reported that a fall occurred and caused pain. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
"Both rear wheels came off".